Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.50 was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault and pupil block with elevated iop (intraocular pressure). Additional surgical intervention (enlargement of pi or addition of new pi/ yag) was reported to be performed. On (B)(6) 2019 the lens was replaced with a shorter length lens and the problem resolved.